Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional indicated that the pump was replaced on (B)(6) 2015 and that the motor stall had been resolved.

Event description:
It was reported that the patient started to hear alarms around (B)(6) 2015 ¿one week before replacement.¿ an active motor stall was seen at initial interrogation on (B)(6) 2015. The patient had not had an MRI (magnetic resonance imaging). The pump was replaced (B)(6) 2015. No patient symptoms were reported, including no withdrawal symptoms, and the patient recovered without sequela. The battery was reportedly depleted. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j11310r01, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feedthru anomaly of shorting across the insulator.